Event description:
The patient underwent a diagnostic cardiac catheterization procedure in 2001. The patient presented back to the hospital 9 days later with cellulitis of the right groin. IV antibiotics were administered. The patient was taken to surgery 4 days later for wound debridement and placement of a vein patch in the right common femoral artery. The patient remained in the hospital following surgery for wound manangement and IV antibiotic therapy.